Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.25mm x 30mm) to a severely calcified lesion in the lcx with 99% stenosis and vessel tortuosity but could not pass the lesion and the stent was deformed. The lesion was pre-dilated. The device was inspected before use with no issues noted. No resistance was noted at the lesion. No clinical sequelae were reported. Evaluation summary: the distal shaft had been cut 4.6cm distal to the tip. The distal tip was flared indicating that it may have been stubbed during advancement. The 11th proximal stent segment was deformed with a number of struts raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). ¿ 99% stenosis, severe calcification and vessel tortuosity. (Deformation problem). (B)(4).